Event description:
It was reported that this implantable pacemaker exhibited raising impedance and pacing threshold since (B)(6) 2021. The device also recorded a lead safety switch in the right ventricular (rv) lead. Noise was noted only in unipolar configuration when performing isometrics. Technical services (ts) noted that the heart shape is big, which may potentially indicate disease type dilated and advised to discuss with the health care professional (hcp) as it could be possible that the left ventricle is bigger than the right ventricle and this could lead to a potential modification of the lead tip placement. The patient did not experience any symptoms, therefore, ts recommended to pace at high output if clinically tolerable, as well as provided additional programming options. In addition, ts discussed a clinical investigation would be appropriate to identify a potential change in medication or any clinical aspect such as the evolution of a heart disease, which may have driven the increase in impedance. The pacemaker system remains in service. No adverse patient effects were reported.